Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not achieving paresthesia on the table, not performing an x-ray immediately after the implant procedure to confirm device placement, and inadequate fixation have been ruled out. However, excessive twisting or stretching was identified as the patient assisted an elderly person off the floor who had fallen which caused extreme pain and numbness. The stimulator is used to treat pain. The cause of the reported issue is due to excessive twisting or stretching, as the patient assisted an elderly person off the floor who had fallen (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported extreme pain in their neck, loss of therapy, as well as numbness to their fingertips on the left side. The patient was advised to continue using the neurostimulator and change the programs on their transmitter assembly, as needed. Additionally, x-rays were performed which confirmed device placement. As of (B)(6) 2026, the patient is doing well and reported their pain got better with time and they did not need to change the programs on their transmitter assembly. The implanting clinician advised light duty restrictions and ordered physical therapy. The patient will have a follow up appointment after physical therapy has been completed. No further issues have been reported.